Event description:
Customer stated that the driver block is damaged. He opended the back door on the pump and noticed that a part from the driver block detached. Stated that the detachment is near the two lever arms and driver would not lock in place but slides freely even when engaged.